Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire was passed through, a 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilation. However, during inflation at an unknown pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.